Event description:
Dr (B)(6), surgeon at the hospital, reported to (B)(6) sales rep that "during a surgery, the screw could not be locked: there was no polyaxiality."

Manufacturer narrative:
Method - visual inspection, mfg record review and risk assessment. Results: visual inspection: the event description was confirmed, however, the polyaxiality of the returned screw was retrieved quite easily by manually moving the tulip and full functionality was restored. Mfg record review: no discrepancies noted. Risk assessment: an identical replacement screw was available and the surgery was completed successfully. Conclusion: lost of polyaxiality is a known behavior of the polyaxial screw and is not indicative of a product defect. For the returned screw, the polyaxiality was easily retrieved and full functionality was restored.